Event description:
The pump was visible under the pt's skin and was close to breaking through the skin. It was determined that the pt had skin erosion and an infection over the pump. The pt was admitted to the hospital. They were weaning the pt off of the intrathecal baclofen (itb); they started with a 15% does decrease. Additional info has been requested, a follow-up report will be sent if additional info becomes available.